Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/21/2017 with the following findings: a review of the black box showed a manual history settings factory reset occurred on (B)(6) 2011. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours on a 1.0 unit per hour basal rate; at the end of testing the basal history correctly reflected 1.0 units per hour and the total daily dose history correctly reflected 24 units. The pump settings did not revert to factory default settings during testing. No errors, alarms, or warnings occurred during investigation. The keypad buttons were tested and no hypersensitivity was found. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump randomly lost all of the settings. There is no indication that the product issue caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.